Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code (a050702) captures the reportable event of (device failure to cut). Device evaluation: the device was discarded; therefore, a technical analysis could not be performed. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no lot number was reported and a ship history cannot be performed since the lot number was not reported. Based on the event description and information provided by the customer there is not enough evidence to determine whether the loop failure to cut, was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut the polyp and the snare was unable to cut cold. The snare was actuating with resistance when trying to open. The procedure was completed with the original device. There were no patient complications reported as a result of this event.